Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) they had a fever and fluid in the pocket. It was unknown what could have caused this but it was close to the time of implant. As a result the physician prescribed antibiotics for a questionable infection. Further follow-up was going to take place, but at the current time it was unknown if the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a patient that reported that the site has healed. The patient was feeling better and the stimulation coverage was as desired.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.